Event description:
The device was used during a skin closure on a horse. Reportedly, the wound dehiscenced. The surgeon applied another suture to correct the condition. The surgeon has reported no injury occurred.